Event description:
It was reported that pain and thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. During procedure the physician ordered 10,000 units of heparin and the certified registered nurse anesthetist (crna) in training only administered 1,000 units to the patient. The physician crossed the septum with versacross connect and put the pigtail catheter into the appendage to get a contrast injection. When the physician pulled the pigtail catheter out, about 6 to 7 inches of the distal portion of the pigtail was covered in clot. An activated clotting time (act) was done and was 124 seconds. The physician let the was sheath bleed back for a couple of seconds and no clot was seen. The appendage was cleared for clot and no clot was seen. The physician inserted the device into the was sheath and made a flex ball in the appendage. Once in flex ball the physician administered the remaining dose of heparin to the patient through the was sheath and the second act came back at 262 seconds. The closure device met position, anchor, seal and size (pass) criteria and was released. The patient was extubated and mentally coherent when they woke up but experienced pain in the leg. The crna gave fentanyl to the patient and pain was resolved. The patient is expected to fully recover.